Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.25in straight bc needle retraction failed it was reported by customer that the needle did not retract correctly. Verbatim: rcc received a complaint via email. Email(s) attached. When rn in unit was placing an IV the needle did not retract correctly. Image being sent to safety nurse [redacted] lot number 3293975 packaging sequestered